Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that the matrix t25 star driver t-handle (03.632.004 lot 7575336 mfg. 8/2014) was returned with the following complaint description: ¿during the revision surgery, while removing matrix screws, a t-handle t25 star drive shaft started coming apart.¿ the returned instrument was examined and the complaint condition was able to be confirmed as a gap existed between the handle and shaft of the returned instrument. No design or manufacturing deficiencies were identified for the returned driver which could have contributed to the complaint condition. This investigation summary is approved. The product was received under the complaint condition ¿broke: intraoperatively." The complaint condition of the handle loosening from the shaft was able to be confirmed as a small gap was present. While the complaint description noted that the driver was used in a revision surgery, it was not noted whether the failure occurred attempting to loosen a pedicle screw or a locking cap. These instruments are intended to be utilized to insert screws, not removing locking caps. The technique guide for matrix (j9698-d) specifically notes: ¿never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t-handle t25 stardrive shaft came apart intra-operatively. It was reported that the patient had surgery on an unknown date with an unknown construct and came in for a revision surgery due to painful hardware. During the revision surgery, a t-handle t25 stardrive shaft started coming apart while removing matrix screws. There were no fragments generated. The surgeon was able to remove the screws by cutting the rod in situ. There was no reported time delay. The procedure was successfully completed. The patient¿s outcome was listed as fine. This report is for one (1) unknown spinal construct. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Date of onset for patient pain is unknown. This report is for one (1) unknown spinal construct. The date of the original implant procedure is unknown. As specific part and lot numbers for the complainant construct were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.